Event description:
The patient was unable to adjust stimulation in (B) (6) 2009. The implantable neurostimulator was on. The battery status lights of the neurostimulator and programmer were also on, indicated adequate power. In (B) (6) 2010, the patient was unable to turn the implantable neurostimulator off. All battery indicator lights were blinking on the programmer. A new battery had been installed. Troubleshooting was limited due to lack of access to the product. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).